Event description:
It was reported that malfunction alarm occurred after customer had showered with pump on about an hour earlier. There was no adverse impact to the customer¿s blood glucose level. Customer was unable to reset pump at time of call due to not having charging supplies available. Ultimately technical support assisted the caller in resetting the pump, and it did not recur thereafter. The customer was advised to continue using the pump.